Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had vibration due to the motor going out. It was determined, due to the service history of the device, that the device has been abused. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse or abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that prior to surgery, it was discovered that the console device while in use with the motor device displayed an e5 error code. There were no delays to the planned surgical procedure as spare identical devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.